Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/pt for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. On (B)(6) 2010, the lay-user/pt contacted lifescan (lfs) alleging the onetouch ultra meter is giving inaccurate result of "166 mg/dl" compared to "125 mg/dl" obtained on another meter. The pt does not take any diabetes medication to manage her diabetes. The alleged inaccurate high reading was obtained on (B)(6) 2010 at around 7 or 8 am. Reportedly, the pt managed her diabetes by having more water at the time of concern. Two hours later, the pt claimed that she developed symptom of feeling shaking. There was no allegation of treatment for severe hypoglycemia or hyperglycemia. According to the troubleshooting performed with customer service, the reported readings were taken within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. No control solution was available to check the subject meter and test strip during training. Replacement products were sent to the pt. This complaint is being reported because the pt claimed that she had symptoms that can be associated with hypoglycemia 2 hours after obtaining the alleged inaccurate reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.